Event description:
It was reported that (1) an3mm device was used during a diagnostic laparoscopy procedure. It was reported by the rep that a part yet to be identified fell off of the an3mm trocar. It was retrieved by the surgeon. It is unknown how the case was completed. There was no consequence to the patient.